Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/07/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment had was cracked, there was corrosion behind the display screen and the display screen was dim and discolored. The pump¿s cover was removed and moisture found on the printed circuit board (pcb) and there was moisture ingress throughout the interior of the pump. The initial "power¿ complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program, moisture/corrosion in the pump and due to the motor not working.